Event description:
It was reported that cartridge did not always fully snap into pump, with issue occurring occasionally over several months but not present at time of call. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.